Manufacturer narrative:
Concomitant products: product ID d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 5076-45, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the detection is turned off due to probable fracture in the right ventricular (rv) lead. There is intermittent loss of capture, high impedance on the pace/sense portion of the rv lead with intermittent spikes upward over time. It was noted there was oversensing noise seen on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the detection is turned off due to probable fracture in the right ventricular (rv) lead. There is intermittent loss of capture, high impedance on the pace/sense portion of the rv lead with intermittent spikes upward over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).